Event description:
The patient contacted animas on (B)(6) 2012 and stated the ok keypad button was sticking. No other information is available at this time. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Follow-up #1: date of submission 06/24/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/07/2016 with the following findings: during investigation, the keypad keys were not intermittently responsive. The keypad was removed and there was visible contamination on the button contacts. Unrelated to the original complaint, the battery compartment was found to be cracked. Additionally, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.